Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.

Event description:
It was reported that there were high chronic right ventricular thresholds. There was a question as to whether this was related to an infarct area of tissue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.